Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the right ventricular lead was previously capped on (B)(6) 2014 due to externalized conductors. The patient's condition was stable.